Event description:
It was reported that a patient experienced peritonitis manifested by abdominal pain coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. Two days after the onset, the patient began treatment with unspecified antibiotic ip for peritonitis. The patient was recovering from the peritonitis. Dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.